Event description:
It was reported that the device broke after being implanted for approx 2 months. The pt was revised in 2009. Another axos tibial plate was implanted.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.